Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection confirmed that the tip of the screw in no longer present. There will be no DHR review as the lot number remains unknown. There are no indications of manufacturing defects. For this part (91-6704) and the previous one year (from the notification date) regarding the fracturing of this screw, there is a complaint rate of 0.001% which is no greater than the occurrence listed in the application fmea. The most likely underlying causes is excessive force beyond what the product is designed for. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported that a screw fractured upon insertion into the skull and the screw fragment remained in the patient's bone. The procedure was completed with a new screw. No additional patient consequences were reported.